Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146, and serial # (B)(6). Problem statement: the customer reported a complaint regarding carryover issues that occurred on 30sep2022. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 337146. Date range from 03oct2021 to date 03oct2022. Manufacturing device history record (DHR) review: DHR part #337146 serial # (B)(6), file #(B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 13 complaints related to the issue of carryover for part # 3371460. Date range from 03oct2021 to date 03oct2022. Returned sample analysis: a return sample was not requested because the replaced part is not returnable and was discarded. Service history review: review of related work order #: (B)(4). Install date: 05feb2020. Defective part number: n/a. (B)(4) notes: subject: 337146 - bd facs lyse wash assistant - carryover issue. Description: customer reports that the instrument has been recently serviced but the carryover issue persists (0,3 to 3%). Work performed: the problem is monitored by the application department ((B)(4)). Cause: to be determined. Solution comments: support provided by the application service. Labeling / packaging review: n/a. Risk analysis: risk management file part # 337146ra, vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes. No. Hazard ID #: (B)(4). Hazard: carryover. Cause: clogged orifice. Harmful effects: incorrect results, damaged instrument. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation, the potential cause was determined to be pinched tubing between valves v6 and v7. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be pinched tubing. In response to the customer¿s complaint regarding carryover persisting even after recent pm (preventative maintenance) performed on the instrument, an fse (field service engineer) went onsite, confirmed the issue, and reached out to as (application services) for support. The applications specialist determined that the technical issue was pinched tubing between valves v6 and v7, and replaced this tubing. Since this tubing connects the waste line to the backflush, the pinch in the tubing prevented the backflush from effectively cleaning the spindle tip between each cycle, thus causing carryover. After this repair, the instrument was found to be working as expected with no further carryover. No parts were requested for evaluation since the replaced parts are not returnable and were discarded. Although carryover issues pose the risk of erroneous results, the customer confirmed that no results were reported to clinicians. Thus, no patients were harmed or treated based on the erroneous results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant instructions for use, #23-11113 rev. 02/vers. A, starting page 107. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation, the complaint was confirmed and the potential cause of the carryover was determined to be pinched tubing between valves v6 and v7. After an fse onsite visit confirmed the issue, as support was requested. The applications specialist determined that the technical issue was pinched tubing between valves v6 and v7, and replaced this tubing. After this repair, the instrument was found to be working as expected with no further carryover. No erroneous results were reported to clinicians and no patients were harmed due to the carryover issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that the instrument has been recently serviced but the carryover issue persists (0,3 to 3%). See files attached to the case. The following information was provided by the initial reporter. Email forwarded to tech support on friday 30/09 at 16:48 by app specialist. A pir was already submitted. (B)(4). Customer reports that the instrument has been recently serviced but the carryover issue persists (0,3 to 3%). See files attached to the case.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that the instrument has been recently serviced but the carryover issue persists (0,3 to 3%). The following information was provided by the initial reporter. Email forwarded to tech support on friday 30/09 at 16:48 by app specialist. A pir was already submitted. Pir: (B)(4). (B)(6) : 2022-10-03.16:56:05 (gmt) customer reports that the instrument has been recently serviced but the carryover issue persists (0,3 to 3%).